Event description:
The hospital staff attempted to administer a shock to a pt (pt details were not reported) using the device. The device allegedly lost power when attempting to charge the defibrillator. The pt was not resuscitated. The customer indicated that the device did not likely cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.